Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 421 mg/dl. Customer stated that the insulin pump did not alarm with an insulin flow blocked alarm even when they had a bent infusion set cannula. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump bolus. The infusion set will be returned for analysis.